Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition on the device. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device¿s airpath kit which contains the main pca and blower was replaced to address the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This issue has been identified under the fsn 2023-cc-src-039. Additionally, an alarm indicating a coin cell voltage is out of range was observed in the device's downloaded event log. The device's main pca replacement addressed this issue. This would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing. The bipap a40 pro (blx3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.